Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Evaluation of device's logs revealed that the ventilator generated technical error codes indicating power error may lead to stop of ventilation, error indicating stop of ventilation, backlight error, will not affect ventilation and alarm sound level too low indicates low loudspeaker alarm sound level. This will not affect ventilation. There was no patient harm. Our field service engineer investigated the ventilator on site. The issue was solved by cleaning the inspiratory pipe as it was found to contain dirt. The ventilator passed all tests that were carried out and was sent to hospital in working condition. The root cause to the technical errors found in the provided logs cannot be established by this investigation. No further issues have been reported after the reported event.

Event description:
Evaluation of device's logs revealed that the ventilator generated technical error codes indicating power error and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).